Manufacturer narrative:
We inspected, tested and ran the h3i for 48 hours (overnight) and we did the same to the s8 with no problems found. Both units were sent to resmed ltd for further investigation also demonstrated both devices functioned to specs. Unfortunately, we couldn't get the swift mask back for evaluation. In addition, we talked to the therapist and asked her if she actually saw the wound on the patient's left nostril, she said no. As per her, the patient called and told her about the incident after the wound disappeared. It was like an "fyi"; therefore, we are unable to confirm or reject the patient's claim, and currently the patient is doing fine.

Event description:
On january 30, 2008 rep informed resmed that the therapist told him that her patient told her that the humidifier overheated during the night, using up all the water and created a burning smell resulting in a 2nd degree burn in the patient's left nostril while wearing the swift mask.